Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours. The cannula became dislodged. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined.